Event description:
Pt had an acdf procedure on (B)(6) 2016 and returned to surgery on (B)(6) 2016 for a broken medtronic cage. When a new cage was being put in the pt on their returned surgery, the cage broke again. Both cages were the same lot number. Medtronic cornerstone psr with lateral ports: 10x14x14mm.